Event description:
It was reported that the ventricular assist device (vad) patient accidentally disconnected their driveline. They did not have specifics about the event. That is what the patient told them. The vad team educated the patient on the importance of not stopping vad. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 15:26:58, indicating a physical disconnection of the driveline from the controller. The controller maintained power while the pump was disconnected. The vad disconnect alarm cleared at 15:27:55 and a successful motor start event was recorded at 15:28:06, indicating that the driveline was reconnected to the controller. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, as described in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm logged on 1/jul/2025 at 15:26:58, indicating a physical disconnection of the driveline from the controller. The controller maintained power while the pump was disconnected. The vad disconnect alarm cleared at 15:27:55 and a successful motor start event was recorded at 15:28:06, indicating that the driveline was reconnected to the controller. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, as described in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log files demonstrated a vad disconnect alarm.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.